Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had three high pacing impedance measurements with in the past several weeks. The lead remains in use. No patient complications have been reported as a result of this event.